Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02-dec-2019 with the following findings: during investigation, the complaint regarding inaccurate delivery was reported on (B)(6) 2017. According to the pump history the pump was in use for deliveries until (B)(6) 2019 . Due to continued pump use the pump delivery history has been over written for time of complaint. The pump passed all required testing for delivery accuracy . According to the pump total daily dose history for (B)(6) 2019 the pump is delivering the programmed basal rate . No evidence of delivery or pump malfunctions were observed in the history or black box downloads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 475 mg/dl and 600 mg/dl with no reported additional symptoms associated with an alleged inaccurate delivery. It could not be determined whether or not the patient continued pump therapy or if the patient received any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available therefore the inaccurate delivery allegation could not be confirmed. The patient¿s medical provider believes that the patient¿s elevated bg¿s were due to an unspecified infection. The patient has started an antibiotic and would like to see if this resolves the issue. The issue will be monitored and the patient will call back if any further issues occur. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and had an unknown amount of ketones and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Correction to: describe event or problem: the following information was included in describe event or problem in error and should be excluded: the patient had an unknown level of ketones.